Manufacturer narrative:
G4: 08jan2020. B4: 17apr2020. Additional information was received that the unit would not shut down unless unplug the power. The service engineer (se) inspected the device and confirmed the reported issue. The se found error codes in the ventilator diagnostic logs indicating a 35 volts failed, battery failed, blower stalled, auxiliary alarm supply failed, backup alarm failed, software version displayed zero and also found the 35 volts display in service screen reading zero with the internal battery voltage reading 8.10 volts. The se replaced the power management board and then during power on the unit had a 'check vent internal battery' error code. The battery was replaced to address the battery issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17mar2020 b4: (B)(6)2020. The customer troubleshot with technical support and was provided with a quote for service/repair. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
It was reported that when powering on, the ventilator had multiple error codes 35 volts failed, battery failed, blower stalled, auxiliary alarm supply failed, and backup alarm failed. There was no patient involvement.